Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with the right jaw ramp broken. This condition would not allow the jaws to collapse in order to form the clips. In addition, the instrument was noted to be empty and locked out. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. In addition, 3 preformed clips and 1 clip partially formed inside a bag were received. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not completely close. The case was completed with another device of the same product code. There were no patient consequences reported. No additional information was available.